Manufacturer narrative:
Device investigation details: the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30463050m number, and no non-conformances related to the complaint was found during the review. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a male patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch¿ bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. A quad catheter was placed in the his region. The physician anticipated he would need to map and ablate in the left ventricle (lv), therefore completed a transeptal puncture at the start of the procedure. Intracardiac echocardiography (utilizing the soundstar catheter) and fluoroscopy were used to complete the trans-septal puncture. He then advanced the pentaray catheter into the right atrium (ra), and then the right ventricle (rv). He had difficulties getting the pentaray catheter into the right ventricular outflow tract (rvot). He felt that the difficulties were due to the patient¿s cardiac anatomy and that a long sheath would be helpful. He withdrew the pentaray catheter and advanced the smarttouch thermocool (sttc) ablation catheter in a agilis sheath to the ra, then rv and eventually rvot. Mapping and ablation was completed in the rvot using the sttc ablation catheter. The physician moved the quad catheter in the his region to the rv. He accessed the lv using the trans-septal approach. Mapping was completed in the lv using the pentaray catheter. During the mapping phase, the quad catheter in the rv was paced intermittently. Once mapping was complete, he replaced the pentaray catheter with the sttc ablation catheter and did some additional mapping. Rf energy was delivered in the lv. Once the mapping and rf ablation was complete, the physician asked the anesthesiologist to lighten the sedation and wake up the patient. The patient started to cough and move his arms while catheters were in the heart. At that time the physician noted the blood pressure drop to 50 mmhg. He used the soundstar catheter to visualize the lv and rv. He noted a pericardial effusion of approximately 1cm around the rv and lv on the ultrasound image. The catheters were removed from the heart. The anesthesiologist sedated the patient and treated the low blood pressure. Physician continued to monitor the pericardial effusion seen on the rv and lv using a transthoracic ultrasound as the anesthesiologist treated the blood pressure. After waiting approximately 20 minutes, physician did a pericardiocentesis to remove fluid from the pericardium. Once the fluid was removed, the anesthesiologist stopped treating the blood pressure. There was minimal effusion noted on the transthoracic ultrasound. The blood pressure remained within normal limits. The anesthesiologist lightened the sedation and woke up the patient. The patient was stable and alert. The patient was transferred to the ccu to be monitored overnight. Additional information received indicates the physician is unwilling to provide additional information. He believes this incident is totally unrelated to the products used. It was reported the patient¿s condition improved after the pericardiocentesis was performed. No evidence of a steam pop. Irrigation catheter was used in the event the flow setting as directed per the instructions for use (IFU) for thermocool catheters. 30 and less = 17cc. >30= 30cc. The correct catheter settings were selected on the generator and the pump was switching from low to high flow during ablation. No error messages were observed. Force visualization features used: dashboard, vector, visitag with respiration adjustment filter and fti color options were used prospectively. Visitag settings were unknown.